Event description:
It was reported that the patient is expected to recover.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was experiencing redness and swelling near her chest incision after she had initial implant surgery on (B)(6) 2016. A culture was taken and the results concluded that there was an infection near the incision site. The patient was prescribed IV antibiotics. It was later reported that the antibiotics were helping clear the infection. The device history record for the implanted generator and lead were both reviewed and verified that both devices were sterilized per manufacturer specifications prior to release for distribution. No known surgical intervention has occurred to date. Additional relevant information has not been received to-date.